Event description:
It was reported by repair work order that there was intermittent power to the footboard due to misaligned connector pins. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.